Manufacturer narrative:
The device sample was not returned for evaluation. Since the sample was not returned for examination, we are unable to determine a root cause for the reported event. If additional information is received, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing site. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an adverse event with a dialysis catheter. The customer states that the patient had peritonitis 50 days after intubation. The clinician checked and confirmed that the catheter was cracked at the titanium joint. The patient was hospitalized and the broken part was cut off and replaced with another titanium joint and extension tube.